Event description:
The ge healthcare investigation has concluded that there is no product-related root cause, as the design meets specifications and instruction manuals are available and shared with the mechanical installation vendor, who is responsible for following gehc service documentation. The primary root cause is identified as a process issue: "installation - procedure not followed." This investigation is recommended to be closed with correction only, as it is an isolated installation issue. The ge healthcare field service engineer has replaced the 8 circlips and washers of the ge healthcare allia igs 5 system. No additional corrections, corrective, or preventive actions were identified during the course of this investigation.

Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
On january 29, 2025, during the preventive maintenance, the ge healthcare field service engineer (fse) reported one fallen circlip washer (out of 8 circlips) on the monitor suspension joint of ge healthcare allia igs5 vascular system. No part fall and no injury have been reported. The investigation is ongoing.